Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that demonstrating the features of the device the nurse opened the pump door on an active patient infusion. The roller clamp was not closed. When reloading the tubing into the pump, the nurse forced the safety clamp into the pump, the safety clamp disengaged and created a free flow state until the pump door was closed. There was no patient harm.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that demonstrating the features of the device the nurse opened the pump door on an active patient infusion. The roller clamp was not closed. When reloading the tubing into the pump, the nurse forced the safety clamp into the pump, the safety clamp disengaged and created a free flow state until the pump door was closed. There was no patient harm.